Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that the sensor was giving erroneous readings, causing the insulin pump to suspend. The customer's blood glucose was 218 mg/dl and sensor glucose was 41 mg/dl. Customer was also receiving calibration errors. The customer was advised the sensor would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of 2 opened and used enlite sensors showed that they are functioning properly and passed all functional testing. After testing it was concluded that the devices operated within specifications.